Manufacturer narrative:
Occupation: patient. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that certain exercise/leg movements causes their heart rate to "increase and decrease and even pause for a fraction of a second". The patient's implantable pulse generator remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.